Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unk) using one step complete electrodes, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.